Event description:
It was reported that a malfunction code was displayed on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code recurred, and the caller confirmed their understanding.